Event description:
A past low blood glucose event was reported by the customer, with no known cause. The lowest blood glucose level recorded was 38 mg/dl, leading to the customer losing consciousness and requiring assistance from an ambulance to receive glucose. The incident did not result in any injury. The customer consumed carbohydrates as a corrective action. Technical support advised the customer to consult a healthcare professional to explore factors affecting blood glucose levels.